Manufacturer narrative:
The full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Analysis of the device memory was performed and no anomalies were found. Auto lead diagnostics reset occurred on (B)(6) 2016. No threshold data available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with a complaint of dizziness. The right ventricular (rv) lead exhibited intermittent loss of capture and high thresholds. The lead was attempted to be repositioned, but dislodge when doing so. The lead was then explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.